Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's boyfriend reported via phone call high blood glucose and issues with insulin pump. Customer's blood glucose level was 428 mg/dl. Customer treated their high blood glucose via manual injection. Customer delivered a correction bolus without eating in order to bring their blood glucose levels down. Customer's boyfriend advised they had an open circle on the insulin pump. Customer did eat a large amount of food which may have resulted in high blood glucose levels. Customer was advised to follow up with their healthcare provider in regards to their high blood glucose levels. Customer was advised to monitor their high blood glucose levels, monitor the insulin pump and call back if issues persist.